Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock during an atrial fibrillation (af) episode and the physicians questioned if the therapy delivery was appropriate because the right ventricular lead was oversensing during tachycardia detection. A remote transmission was requested to investigate further, no programming changes were made, and the lead remains in use. No further patient complications have been reported as a result of this event.